Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00771600010, lot number 63404519, identified no relevant deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. No product was returned for this examination. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Not returned.

Event description:
Hospital staff reported that dermatome carriers were bent. No adverse events were reported as a result of this malfunction.